Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a damaged plate and the defect with the digital video interface (dvi) card caused the image interference. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during installation, a image was intermittent and noisy on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported noisy and intermittent image problem. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this issue. It was suspected that the reported issue was caused by a digital video interface (dvi) connection failure, or an issue with the dp board. Olympus will continue to monitor field performance for this device.